Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 356 mg/dl. It was reported that the contact would administer a bolus and load a new cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.